Event description:
Two endeavor sprint rx drug-eluting stents were implanted to the 1 st diagonal branch during a planned staged procedure (MFR report# 2953200-2008-01192). The investigator reported that following implantation of these stents, an additional endeavor sprint rx drug-eluting stent was implanted for treatment of a complication/dissection/bailout (after stent implantation to cover target lesion). Patient was discharged from hospital 2 days later. The pt was reported to be experiencing stable angina at the 6 month follow-up stage.

Manufacturer narrative:
Evaluation: results: (dissection). (Secondary intervention required).